Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 412 mg/dl. The customer's blood glucose was 109 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer also reported that the blood glucose reached 548 mg/dl. The customer reported that the insulin pump was exposed to high magnetic field. The customer declined to troubleshoot for high blood glucose. The customer mentioned that they also experienced low blood glucose of 54 mg/dl and treated with glucose tablets and orange juice then blood glucose went up to 147 mg/dl. The insulin pump will not be returned for analysis.